Event description:
Reporter stated that a patient's capillary blood pt was measured, using the suspect device, with back-to-back results of 5.7 inr and 3.5 inr. Reporter did not indicate if patient's therapy was modified based on these values. No patient injury was reported. Both liquid and electronic control testing was performed on the suspect product and results were reportedly with acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.